Event description:
It was reported that the implant system suddenly stopped working. The parent exchanged the coil cable, but the situation didn't improve. At the clinic it was discovered that the cable was incorrectly plugged in, but changing it didn't help. Telemetry measurements showed 'weak' or 'poor coupling to the implant'.